Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient that the patient was not getting adequate therapy. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively. The explanted devices were not returned.